Manufacturer narrative:
There was no implant coil, instant detacher, microcatheter, or accessories returned with the device. The proximal end of the pusher appeared to be broken along with the ai, coupler tube and positive load indicator were missing and not returned. The pusher also found to be broken distal to the break indicator but retained by the release wire; it appeared that manual detachment attempted at this location. Kinks and bends found along the length of the pusher at 4.0cm to 142.0cm from the proximal end. The coin appeared to be pulled back from the lumen stop; with the shield coil was present and intact. The implant coil already detached and not returned for investigation. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured and was found to be within specifications. Measured 0.076mm @ 0.063mm; measured 0.082mm at 0.127mm; measured 0.093mm at 0.275mm. No damage was found with the coin. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acc eptable. The lumen stop inner diameter (ID) was measured to be 0.00260¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00459¿and found to be within specification (0.00455"+/- 0.00010"). All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed, the axium prime coil was not confirmed to have non-detachment as the pusher was returned with the implant coil already detached. Regarding the "premature detachment", the customer complaint was confirmed. The pusher was bent and kinked along its length, indicative of high tortuosity. It is possible that the bent pusher may have caused the release wire to pull back momentarily, detaching the implant coil. Based on the returned device, there was no malfunction of the pusher or non-conformance to specification identified that led to the non-detachment. Since the ai, coupler tube, positive load indicator, implant coil and instant detacher were not returned; any contribution of the ai, coupler tube, positive load indicator, implant coil and instant detacher to the issues could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was implanted in the patient; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium coil non-detachment during a procedure. The patient was undergoing embolization treatment of a 2.5mm and 3mm tandem aneurysm in the ic-anch. The patient¿s vasculature was unknown. It was reported that during the procedure, the microcatheter (headway) was placed in the aneurysm. It was reported that the coil was attempted to be detached with the instant detacher 2-3 times and using the manual method without success. No force was applied during the use of the devices. The coil was retrieved, but after moving the device 1.5cm, the coil detached. The implant coil was pushed into the aneurysm with the guidewire. There was no notable damage to the devices. There were no reports of patient injury in association with this event.